Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device battery overheated and the device displayed a battery inoperable error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of the battery inoperable alarm and revealed a system fault (sf180) error message indicating a battery charger fault. Visual inspection confirmed that the internal battery overheated and damaged the battery casing. The investigation determined that the battery events were due to a faulty internal battery. The faulty internal battery was due to a manufacturing defect. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device battery overheated and the device displayed a battery inoperable error message. There was no patient injury reported as a result of this incident.